Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected, with no issues noted. There was no difficulty noted when removing the protective sheath. The target lesion in the mid lad had severe calcification and moderate tortuosity however it was confirmed that the stent didn't get to the lesion. The lesion was pre-dilated with a semi compliant balloon 4 times. The inflation device remained on neutral during the delivery procedure with no issues. Resistance was encountered when putting the resolute integrity device stent into the tuohy down by the femoral access point. Resistance was also felt as the physician advanced the stent out of the guide catheter and the guide was kicked out of the left main. It was reported that the stent was stripped off after exiting the guide into the left main. The physician and scrub tech thought they could see it floating in the left main. They then tried to put another wire into the left main to grab the stent but were unable to. It was reported that it more than likely fell into the aorta and was washed away. Non-medtronic stents were then used successfully. The patient's body and the guide were scanned on xray to try to locate the stent, but it was not located. No further patient complications were reported. Patient is reported to be doing fine.